Manufacturer narrative:
It was reported that left hip revision surgery was performed. This complaint covers the first left hip revision. During the revision, the bhr cup, hemi head and modular sleeve were removed. The synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The first left hip revision was performed due to pain. However, the source and the root cause cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information:patient identifier, other relevant history and other.

Event description:
It was reported that left hip revision surgery was performed due to pain and possible cup loosening.